Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. It was reported that ¿no antibiotics were prescribed till then¿. At the time of this report the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.